Event description:
It was reported that two of the same size files separated in different cnals of the same tooth during a procedure. The patient was referred to a specialist who unsuccessfully attempted to retrieve the separated pieces. The tooth was ultimately extracted.